Manufacturer narrative:
(B)(4). Additional suspect medical device components involved: model #: sc-2366-70, serial#: (B)(4), description: linear 3-6 lead, 70cm, model #: sc-3138-55, serial#: (B)(4), description: scs phiii ext 55cm.

Event description:
A report was received that the patient experienced an infection and had the scs system explanted

Manufacturer narrative:
Additional information was received that the patient's symptoms were pain in and around the ipg pocket and that the infection was located at the ipg pocket. The patient was administered antibiotic treatment. The physician indicated that the infection was procedure related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced an infection and had the scs system explanted.